Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown reason. This lead was successfully replaced. No additional adverse patient effects were reported. This lead remains in service. The local area field representative was contacted for additional information, however, at this time no further information is available.

Manufacturer narrative:
Correction: b1 field: adverse event/product problem updated to adverse event and product problem. G1 field: MFR contact last name added. H6 field: device codes updated to no apparent adverse event.

Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown reason. This lead was successfully replaced. No additional adverse patient effects were reported. This lead remains in service.